Manufacturer narrative:
Updated sections: g1, h6 pump hw23235 was not returned for evaluation. The controller con306629 was returned. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the controller passed functional testing; visual inspection of the controller under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on the investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported electrical fault alarms/driveline disconnect alarms event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on october 6, 2017 on con306629. No low flow alarms were logged within the analyzed period; as a result, the reported low flow alarm event was not confirmed. The first electrical fault alarm was logged on con306629 at 20:25:58 on october 6, 2017 due to a phase open on the rear stator, resulting in the pump running on a single stator. The alarm cleared on its own 9 seconds later, and at 20:26:17, a second electrical fault alarm was logged, due to a phase open on the front stator. At 20:28:58, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller. The vad disconnect was likely an attempt to troubleshoot the electrical fault alarms. This was followed by another electrical fault at 20:29:35, indicating that the motor failed to restart on multiple attempts, and several more vad disconnect alarms. At 20:30:36, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. Two additional vad disconnect alarms were logged on october 10, 2017. Based on the available information, the most likely root cause of the high priority alarm may be attributed to a physical disconnection of the driveline from the controller, triggering vad disconnect alarms. An investigation has been opened to address failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional device(s) involved in event: d4. Serial - con306629 h6. Method code(s): 10, 4112 h6. Result code(s): 180 h6. Conclusion code(s): 12, 4310 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device included in this event: heartware® ventricular assist system- controller 2.0, serial (B)(4) catalog#1420 expiration date: 06/30/2018 (B)(4), yes. Returned to manufacturer on 10/20/2017, no. Device evaluation anticipated but not yet began, device manufacture date: 06/12/2017, labeled for single use: no, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a high priority alarm occurred. The patient reported the event to a nearby police officer who then called an ambulance and the patient was transferred to emergency department (ed) at the implanting center. The patient did not contact the ventricular assist device (vad) coordinator prior to arrival in the ed.  Device interrogation revealed low flow and driveline disconnect alarms. The patient did not attempt to reconnect the driveline. Upon arrival to the ed, the controller was exchanged to an old controller that had been used by another patient. Logfiles were downloaded and sent. After discussion with the engineers, it was noted that there were also 17 electrical fault alarms. The engineering team noted that the driveline disconnect alarms and the electrical fault alarms were likely due to a driveline that was not securely engaged with the controller. All alarms seized after the controller was exchanged. The patient was then switched back to their original controller 2.0. The vad coordinator reported that flows and power were within normal range for this patient after the event. The patient remained hospitalized for observation and was discharged on (B)(6) 2017. On (B)(6) 2017, the patient called the vad coordinator to report another high priority alarm had occurred. The patient was brought to the clinic and the driveline connector was inspected. The locking mechanism was engaging properly and the driveline cover was placed over the connector properly. A decision was made to exchange the patient's controller. After exchanging the controller, the patient tugged on the driveline to ensure it was fully engaged and locked into place. The vad and new controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional device included in this event: (B)(4) - controller 2.0. Preliminary analysis: the returned controller passed visual and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was not returned for evaluation. (B)(4) was returned. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on (B)(6) 2017 on (B)(4). The first electrical fault alarm was logged on (B)(4) at 20:25:58 on (B)(6) 2017 due to a phase open on the rear stator, resulting in the pump running on a single stator. The alarm cleared on its own 9 seconds later, and at 20:26:17, a second electrical fault alarm was logged, due to a phase open on the front stator. At 20:28:58, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller. The vad disconnect was likely an attempt to troubleshoot the electrical fault alarms. This was followed by another electrical fault at 20:28:59, indicating that the motor failed to restart on multiple attempts, and several more vad disconnect alarms. At 20:30:36, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Based on the available information, the most likely root cause of the high priority alarm may be attributed to a physical disconnection of the driveline from the controller, triggering vad disconnect alarms. Heartware investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.